Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a helios star clinical study a (B)(6) male patient (B)(6) underwent an procedure for atrial fibrillation (afib) ablation with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis and extended hospitalization. During the procedure, a perforation of the left atrium was discovered by ultrasound. Pericardiocentesis was performed to drain 1800 cc of fluid from the pericardial space. The patient was transferred to the intensive care unit (ICU) for observation. Extended hospitalization was required as a result of the adverse event. Patient¿s condition improved. Physician¿s opinion regarding the cause of the adverse event is that it was cause by simple accident. No biosense webster product malfunctions were reported. There was no evidence of steam pop during the ablation. The adverse event occurred either during mapping or ablation.